Event description:
It was reported to adac that during collimator exchange involving the bottom most drawer, the drawer latches got caught and moves on top of the detector latches. This was due to the drawer having a 4-5mm side to side to side movement. If the customer does not take care when pulling out the drawer, the loaded collimator would rest on the head latches and the collimator could fall when the head radiuses in to catch the collimator. The customer's aware of the problem and extra care is taken when pulling the drawer out. There was no injury associated with this report.